Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 591 mg/dl. The customer's mother stated that the customer could not get out of bed, felt sick, seized at the hands and arms, could not see with open eyes, and had difficulty breathing; her condition did not improve after bolusing and manual injections, which led to the 911 call. Paramedics took the customer off insulin pump therapy upon arrival. The caller observed air bubbles in the tubing of the infusion set. Upon troubleshooting the insulin pump, it was found that the device was working as designed. The caller stated that cold insulin was being used; advised against this and recommended use of room temperature insulin. The customer was treated at the hospital and discharged. Advised the customer to change the entire infusion set, reservoir and insulin. Nothing further reported.